Manufacturer narrative:
Continued (email address): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: white particles inner the shell, crease fold, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified: crease sharp on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side saline implant "flat." Device has been explanted.